Manufacturer narrative:
An investigation was conducted that included a 24-month trend analysis. No trend was identified. No device history record investigation can be done at this time due to lack of manufacturer¿s lot code supplied with the complaint. The consumer did not report any actual malfunction of the tampon itself, only that it became stuck. The investigation showed no issues present that would have contributed to the consumer¿s experience with the tampon. The investigation revealed no issues requiring corrective action with any product manufactured.

Event description:
Got stuck in my vagina, I had to go to the emergency room so they could remove it [device malfunction]. Got stuck in my vagina, I had to go to the emergency room so they could remove it [foreign body in reproductive tract]. Case narrative: on 23-jan-2023, a spontaneous report was received from a consumer regarding a 28-year-old female from nicaragua who was using playtex simply gentle glide (unscented) tampons (tampon, menstrual, unscented). Medical history and concomitant products were not reported. On an unspecified date, the consumer started use with playtex simply gentle glide (unscented) tampons. On an unspecified date, after inserting the product, the product got stuck in the patient's vagina, and she went to the emergency room so they could remove it. As of (B)(6) 2023, the status of product use was not reported. No additional information was provided.